Manufacturer narrative:
This report is submitted on may 03, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.